Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(6) (3014862188-2021-02394,2393,2392,2390,2389: test 1,2,3,5,6 of 6).

Event description:
User reported 6 false positive results. Negative pcr next day. This is report 4 of 6.

Event description:
User reported 6 false positive results. Negative pcr next day. This is report 4 of 6.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (3014862188-2021-02394,2393,2392,2390,2389: test 1,2,3,5,6 of 6).

Event description:
User reported 6 false positive results. Negative pcr next day. This is report 4 of 6.